Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had received button error a couple of times. The customer reported that their reservoir wont fit in the insulin pump. The customer stated that the pieces of plastic were breaking off. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had rejected a brand new battery a couple of times. The customer reported that the part of screen was blurry and hard to read in the sun. The insulin pump will not be returned for analysis.